Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the earth ground resistance test, with a measured value of 0.45 ohm. The passing specification for this test is <0.1 ohm. Additionally, the pump failed the 30 psi occlusion test; however, the exact failure value was unknown. Ground resistance: a review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be a component issue. The device power supply assembly module, which successfully resolved the issue. Occlusion: a review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. Reference to complaint (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm), the infusion pump failed the earth ground resistance test, with a measured value of 0.45 ohm. The passing specification for this test is <0.1 ohm. Additionally, the pump failed the 30 psi occlusion test; however, the exact failure value was unknown. No patient involvement was reported.